Event description:
The recipient was reportedly experiencing electrode extrusion. On (B)(6) 2018, the recipient underwent wound revision with a rotation flap reconstruction.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly wearing the device without issue. This is the final report.